Event description:
It was reported that the patient's left ventricular (lv) lead was indicating an elevated threshold rise. The lv lead was explanted and replaced. The patient was a participant in the product surveillance registry clinical study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical product: d314trg ICD, implanted: 2013-(B)(6). (B)(4).